Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had impedances of greater than 10k ohms on contacts 8, 10, 12, and 13. Reprogramming was done on the opposite lead to avoid using contacts with the high impedances. The issue was not resolved at the time of the report. The patient's medical history includes, hld, htn, spine plus brain surgery. No further complications were reported. No patient symptoms were reported.